Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the microbore extension set, IV connector,.f line filter leaked while infusing mycophenalate. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn found line filter leaking. Medication infusing was mycophenalate in a 60 cc monoject syringe at a rate of 17.5 cc/hr with hep 1:1 also infusing via cvc."

Event description:
It was reported that the microbore extension set, IV connector,.f line filter leaked while infusing mycophenalate. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "rn found line filter leaking. Medication infusing was mycophenalate in a 60 cc monoject syringe at a rate of 17.5 cc/hr with hep 1:1 also infusing via cvc."

Manufacturer narrative:
H.6. Investigation: the customer reported the line filter was leaking and returned one used sample of material #mz9226. The filter was primed with blue dye water and was clearly leaking from the air vent membrane. The filter was sent to the supplier for further investigation, and they found that after an hour of flushing and then allowing the filter to dry, the filter did not leak. This shows that the residue of drug/solution used by the customer compromised the hydrophobicity of the air vent membrane, as after flushing out the drugs it worked fine. A device history record review could not be performed because a valid lot number was not provided by the customer. The root cause is determined to be incompatible drugs/solutions applied by the end user. Filters vents ¿wet out¿ and leak when used with substances with a surface tension under 27 dynes.